Event description:
Same case as #2134265-2009-01400, 01401, 01402, 01403. It was reported that post a coronary drug eluting stenting treatment procedure, a restenosis occurred. The patient presented with an acute mi. The 99% stenosed lesion was located in a non-tortuous and non-calcified proximal left anterior descending artery (lad). The lesion was predilated with a 3.0x15mm maverick balloon. A 3.5x32mm liberte bare metal stent was deployed at 12 atm's and a 4.0x8mm liberte' bare metal stent was deployed at 12 atm's overlapping proximally. The stent were post dilated at the overlap at 12 atm's. The patient received aspirin, clopidogrel and bivalirudin post procedure. Two days later, a staged procedure for the ramus and circumflex (cx) arteries were performed. The 70% stenosed lesion in the non-tortuous ramus was located in the proximal portion of the vessel and the 99% lesion in the mildly calcified and nontortuous cx was located in the mid portion of the vessel. It was further noted that the 4.0x8mm liberte' stent in the lad had a 50% in-stent restenosis. The cx was predilated with a 2.0x20mm maverick balloon inflated to 4-8 atms. The physician attempted to advance a 2.25x24mm taxus express2 atom drug eluting stent, but was unable to cross the lesion. A 2.5x20mm maverick balloon was then inflated to 8 atm's to predilate again. The taxus express2 atom was advanced to the target lesion and deployed at 10 atm's. Next a 2.5x32mm taxus liberte' was deployed at 12 atm's, proximal to the taxus atom. Finally a 3.0x12mm taxus liberte' drug eluting stent was deployed at 11 atm's very proximal. The stents were placed in an overlapping fashion and the stents were post dilated at the overlaps at 12 atm's. The distal cx and stent were post dilated with a 2.5x9mm maverick balloon inflated to 4-6 atm's. The proximal stent was not post dilated. Next, the physician direct stented the ramus with a 3.0x20mm taxus liberte' drug eluting stent deployed at 11 atm's. The stent was not post dilated. Next, attention was directed to the lad. The in-stent restenosis was angioplastied with a 4.5x15mm quantum maverick balloon, inflated to 12 atm's. The patient received aspirin, clopidogrel and unfractionated heparin post procedure. No complications were noted. The patient was discharged 7 days later. The following morning, the patient presented with chest pain. Thrombus was present in the ramus and cx. The ramus was treated with a 3.0x15mm maverick balloon inflated to 5-8 atm's. Next a 2.5x16mm taxus liberte' was implanted. The stent was post dilated with the stent balloon inflated to 14 atm's. The cx was treated with a 2.0x20mm maverick balloon inflated to 2-5 atm's and 2.25x8mm taxus express2 atom drug eluting stent was deployed at 6 atm's. The stent was not post dilated. No complications occurred, however, a 40% residual narrowing of the proximal cx remained with only timi 2 flow. The patient was on aspirin, clopidogrel and abciximab. That afternoon, the patient had recurrent chest pain with shortness of breath. The patient was hemodynamically stable, however, the physician opted to perform a follow-up cath. Disease of the ostial/proximal cx remain as was noted from the cath earlier that day, however, there were no issues with the stents. The physician reported that the patient was chest pain free on hospital day 3. No further complications occurred.

Manufacturer narrative:
The complaint device was not returned for analysis. An analysis of the complaint device may have aided in root cause determination. A review of the manufacturing records was not possible because, the batch number is unknown. The most probable root cause is considered anticipated procedural complication as thrombosis is a known physiological effect of the procedure and is noted within the directions for use.